Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), at the implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted. No additional details are available at this time.

Manufacturer narrative:
Additional information was received. The 23mm sapien 3 valve was never implanted. The tavr procedure was unsuccessful due to the patient¿s extremely tortuous descending aorta and an aneurism. The procedure was aborted and the patient was sent to surgery for a savr procedure. The patient was discharged on post op day 5. No additional information was available. There is no evidence or allegation of an adverse event or edwards lifesciences device malfunction. Therefore, this event does not meet the criteria of a reportable event. A corrected supplemental is being submitted.